Event description:
It was reported that during a bilateral laparoscopic salpingooophorectomy procedure, the device cut, but did not staple. There was no patient consequence. Unsure how the procedure was completed.